Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported loading set into load pt 2, 3 and 4 activate at the same time which was reproduced during evaluation and found during visual inspection to be caused by an out of specification tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump loaded set into load point 2, load points 3 & 4 activated at the same time. The reported problem was found in the biomed service department during testing. There was no patient involvement. No additional information is available.